Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had noise and oversensing which resulted in inappropriate atr and storage of a vt. No indication of intervention was given.